Event description:
It was reported that the tread tracks could not be engaged due to being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.